Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced heavy metal toxicity. Clinical code appropriate term / code not available has been added to capture toxic reaction under field h6. Complete list of symptoms are ass follows: ra, back pain, headaches, inflammation, edema, joint pain, hypothyroidism, heavy metal toxicity, anemia, anxiety, depression, water retention, insulin resistance, gi and digestive issues, food intolerances, allergies, low oxygen level, breathing difficulty, vision disturbances, brain fog, memory loss, hair loss, dry eyes, weight gain, burning sensation, itch sensation. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated photo evaluation completed on december 23, 2021: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems. Furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2022, device photo re-evaluation was completed due to information that patient also experienced toxic reaction. Updated summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems. Furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right side; autoimmune disorder symptoms including ra, back pain, headaches, inflammation, edema, joint pain, hypothyroidism, and toxic reaction. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 8, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems. Furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side; autoimmune disorder symptoms including ra, back pain, headaches, inflammation, edema, joint pain, hypothyroidism. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced autoimmune disorder symptoms including ra, back pain, headaches, inflammation, edema, joint pain, hypothyroidism, and left side breat implant rupture, and capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.